Event description:
It was reported with the peel away introducer in place, an attempt was made to peel open the introducer to remove the lead. The introducer did not peel evenly; however, the lead was eventually removed.